Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation was completed. The fse went to the customer site and replaced the printed circuit assembly (pca) button interface adapter along with the patient side cart (psc) helm cable assembly to correct the reported problem. The system was tested and verified as ready for use. All the affected parts involved with this complaint are field scrap items and will not be returning to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that a non-recoverable fault occurred. Prior to calling isi technical support, the csr had performed a hard power cycle on the patient side cart (psc) and the vision side cart (vsc), but the issue remained. The isi technical support engineer (tse) reviewed the logs and verified the fault. The tse assisted the customer through another power cycle and instructed the csr to push the emergency-stop button on the psc and surgeon side console (ssc) several times. Upon power up, the system faulted again. The tse advised to power down the system one more time and remove the ssc not being used by the staff. While the system was off, the tse had the csr perform another hard power cycle on the system, and upon power up, the da vinci audible tone was heard. The customer continued with the case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site did a hard cycle reset and unplugged the defective ssc for the remainder of the case. The procedure was completed robotically with one ssc. There was no injury to the patient.